Event description:
Customer reported a failure code 570:320. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer did not have info whether incident occurred during pt infusion. Although baxter requested, no additional info was provided regarding pt demographics, medicatin involved, or device programming info. No additional contact info was provided.

Manufacturer narrative:
Evaluation was completed and the customer's reported condition of the failure code 570 was confirmed. The failure code 570 indicates that the battery discharged to a potentially damaging level. CAPA mdq-CAPA was opened and is investigating reports of the failure code 570.